Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
The explanted generator was received but product analysis has not been completed to date. Lead has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in clinic notes that the patient's seizure frequency worsened and the vns showed high impedance. It was noted that there is no known event that might have caused the high impedance but the patient does have behavioral issues which lead to him needing to be handled with force. It was noted that x-rays were taken and the quality was poor but the leads looked okay. X-rays have not been reviewed by the manufacturer to date. The physician thought maybe the lead pin had come loose but couldn't confirm on the x-rays. The patient had surgery and the lead pin was re-inserted but the device continued to show high impedance. A small break in the lead was observed about 1 cm up from the lead pin. The generator and lead were replaced. The explanted suspect product has not been received for analysis to date. No further relevant information has been received to date.